Event description:
Elastomeric pump for continuous infusion of 5fu was connected to patient via central line to be infused over 72 hours. Pt called ~33 hours later to say that pump appeared empty. Patient went to another hospital for a nurse to check. This nurse reported that pump did appear empty. Patient was disconnected. Elastomeric pump was determined to be a 5ml per hour pump vs the intended 2ml per hour pump, thus 5fu infused much quicker than anticipated as well as more milligrams infused than ordered. Our facility is concerned that the device labeling is not prominent enough. We have instituted a 2 nurse check of the rate.